Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1:(B)(6).

Event description:
Philips received a complaint on an obtv web/ts server indicating that the alarms have stopped sounding. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.